Event description:
The report received from the field indicated that the patient had a precise 6 x 30 stent implanted in the right carotid artery. The stent was implanted approximately five months status post carotid endarterectomy. Approximately two and one-half months after the stent implantation, the patient presented with an infected neck. Surgery was performed to explant the stent and insert a graft. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the patient had a precise stent implanted in the right carotid artery. The stent was implanted approximately five month's status post carotid endarterectomy. Approximately two and one-half months after the stent implantation, the patient presented with an infected neck. Surgery was performed to explant the stent and insert a graft. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15381644 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available, without return of the product for inspection and as the patient did not present until approximately ten weeks after the procedure with s/s of infection it is not possible to draw a clinical conclusion between the device and the event.